Event description:
It was reported that the pump touch screen was cracked and partially unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer will be able to continue to use current pump for insulin therapy.